Event description:
Customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue with consecutive cartridges and decided to replace the pump as a resolution.